Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : t-wave oversensing is continually occurring. Concomitant medical products: 4537 boston scientific lead, implanted: (B)(6) 2004; d314trg ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed and, since that time, the optivol and impedance trends were missing in the data of the implantable cardioverter defibrillator (ICD). There was also high threshold, loss of capture, and high pacing impedance noted on the rv lead. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.